Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that right atrial (ra) lead was exhibiting sensing noise and automatic mode switch. No interventions were taken. The patient was discharged.